Manufacturer narrative:
(B)(4). According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6) 2016 that a wallflex biliary stent 8mmx8cm was used to treat stricture in the middle common bile duct due to gallbladder cancer during a stent placement procedure performed on (B)(6) 2016. According to the complainant, the physician was able to successfully deployed the stent. However, when attempting to remove the delivery system, it came into contact with the stent and the stent to moved out of position. The physician reconstrained the outer sheath and then the delivery system able to be removed smoothly. It was unknown if the malpositioned stent was removed. An 8mmx6cm wallflex biliary stent was used to complete the procedure. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.